Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the prograsp forceps instrument involved with the alleged issue to perform failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the prograsp forceps instrument's wires were loose and would not move correctly. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a cracked clamping pulley of input six (grip). The cracks resulted in loss of tension of the correlating grip cables in the distal end. The instrument was found to have a dislodged grip cable at the grip hub. The complaint was confirmed by failure analysis.